Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an alarm occlusion occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose level was 336 mg/dl. Reportedly, the customer fully snapped the cartridge onto the pump and resolved the issue.